Event description:
Hill-rom received a report from the account stating the bed exit function does not alarm. The bed was located at the account in the intensive care unit #7. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Over the phone the hill-rom technician found the bed exit alarm does not alarm. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Check for current leakage at the nurse call system communication connections. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.